Event description:
Allegedly, patient was revise due to mom complications: metallosis; lack of coordination; pain; muscle tightness and weakness - right.

Manufacturer narrative:
This is the same event as 3010536692-2015-01018, -01019, -01021.